Event description:
An adolescent patient had fluids infusing. The channel said mucomyst was infusing but there was no change in the bag volume. IV was halted and the pump was taken to the biomed department for evaluation.later that day the replacement IV pump beeped at 0130 an occlusion error message. Upon inspection, the IV bag appeared to be as full as it was at the beginning of the shift and it was charted that the the bag was hung at 1200, running at 62.5 ml/hr. The IV pump had been running without alarming since 1200. The tubing had also been clamped below the pump. As of 1800, the patient's tylenol level had decreased to <10. The physician was notified and a new IV bag pump and tubing were started. The pump was removed from the area and taken to biomed for evaluation.======================manufacturer response for alaris pump,(per site reporter).======================both pumps are part of the class I recall.